Event description:
The screw is brand new before the surgery. The polyaxial screw shank breaks away from the screw tulip head in the surgery.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.